Event description:
The customer reported that the system displayed a communication failed message and kept fluoroing (beeping sound). The field engineer reported that the power supply voltage was too low. These symptoms are consistent with a system lock-up. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The gib power supply voltage was adjusted. The system was then found to be operating as intended.